Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged when the user was advancing the transseptal sheath. Also reported that there was difficulty advancing the delivery sheath through the patient. A returned device assessment could not be performed as the device was not returned for analysis. One image from field appeared to show that the tip of dilator was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure the tip of the dilator was damaged when the user was advancing the transseptal sheath. There was difficulty advancing the delivery sheath through the patient. The device was removed from the patient and replaced with a new unknown delivery sheath. The user believed the tip of the dilator was damaged due to the non-abbott transseptal sheath used for transseptal access. There were no adverse effects to the patient. The patient status was stable.